Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken off end cap. The device also had unresponsive buttons as a result of a cracked keypad flex tail traces.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a broken case. No further information was provided.